Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-aug-2019 from a healthcare professional who reported that the patient was to be evaluated for potential need to re-position the pump. The device was still functioning per this reporter¿s understanding. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were chronic low back pain and spinal pain. On (B)(6) 2019 the patient reported that their pump flipped over. Per the patient, the pump has flipped 3 times and the healthcare provider is having trouble filling the pump. The patient stated that the 3rd time it flipped, it was very painful to have the pumped filled. The patient was told by the physician¿s office to call the manufacturer and request to have a company representative be at the patient¿s appointment on (B)(6) 2019 at 11:30 am. No further complications were reported or anticipated.